Manufacturer narrative:
Inspection of the device found corrosion on internal components, such as the pcb assembly and mechanism rails. Initial attempts to retrieve the download data from the pod were unsuccessful as all three battery voltages measured to be lower than expected. The pod was connected to an external power supply and successfully connected to the master pdm. The download data shows that the pod generated an 0xcd alarm during operation, indicating a low voltage detection. Inspection of the fluid path found fluid to be leaking from a hole in the reservoir. The reservoir was observed to be punctured through the fill port, resulting in an internal leak and corrosion. It could not be conclusively determined if the internal leak resulted in the generation of the 0xcd alarm. The exact cause of the alarm could not be determined.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours.